Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) to report that hardware was missing from her onetouch verioiq meter kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that about 6 months prior to contacting lfs, she had not received the usb cable/ac adaptor with the onetouch verioiq starter kit. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that one morning, 5 days prior to contacting lfs, she developed symptoms of ¿dizzy, weak, feels like will pass out and headache¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca confirmed with the patient that the closure seal on the packaging had been intact prior to opening. The cca educated the patient on the correct box contents and the patient reported that the usb cable/ac adaptor had been missing from the starter kit. The issue remained unresolved. The patient¿s products were requested back for investigation and replacement products, including a cable and adaptor, were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.